Manufacturer narrative:
Failure analysis noted that the pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had scratched lcd window, cracked reservoir tube lip, cracked reservoir tube window thru the reservoir tube and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 68 mg/dl. The customer was changing the set when the alarm was received. The customer was trying to prime when all the settings were wiped. The customer treated with apple juice. The drive support disk was normal and the pump was not exposed to high magnetic field. Troubleshooting was not able to resolve the issue. The device was returned for analysis.